Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While attempting to insert the catheter there was some obstruction, finally they succeed but they found that the needle was damaged and the opening too small to get the catheter through. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural needle with no relevant findings. The customer reported the epidural needle was damaged. The customer returned one opened kit along with one epidural catheter and one epidural needle (reference files pic_(B)(4)). The components were visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Visual examination of the returned needle revealed the needle revealed the needle appears typical. However, microscopic examination of the needle bevel revealed the needle is slightly bent at the needle tip. The needle bevel appearance is similar to a needle bevel that has been pressed against a hard surface with force (reference attached files pic_(B)(4)). The customer also returned two photos that clearly show an epidural needle with a bent tip. Specifications per graphic (B)(4); rev 12 was reviewed as a part of this complaint investigation. A review of design change history for part number m-05001-001a was performed as a part of this investigation. No design changes have been made to other remarks: this product in the past two years that would have led to this complaint. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. The damage was discovered during use. Therefore, based on the condition of the sample received and the time of discovery, operational context caused or contributed to this event. The reported complaint of the needle was damaged was confirmed based on the sample received. Visual examination of the returned needle revealed the tip of the needle bevel was slightly bent, which is consistent with damage that can be caused when a needle bevel is pressed against a hard surface. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based upon the information provided, the observed needle damage, and the time of discovery, operational context caused or contributed to this event.

Event description:
While attempting to insert the catheter there was some obstruction, finally they succeed but they found that the needle was damaged and the opening too small to get the catheter through. The patient's condition is unknown at this time.